Event description:
Per the info provided to co by the physician's office, the device was removed as it "won't inflate", secondary to a "decompression malfunction". As reported to co, the entire device was removed and replaced with a co 2-piece inflatable penile prosthesis.